Event description:
Ventricular (rv) lead integrity and consider replacement of one or both components. Consequently, the patient was hospitalized, and the replacement procedure for both products was scheduled. Later, the (B)(6) ICD device and this rv lead were replaced. This rv lead was capped and abandoned in the patient, and no additional adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report #mw5151683.